Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a lifting downstream occlusion (dso) seal. The dso seal was replaced. The dso sensor was calibrated and software was updated. The device was reset to standard configuration and there after passed all tests criteria.

Event description:
The customer returned the product for alarms "pca dose button stuck", during device analysis, a lifting downstream occlusion (dso) seal was identified. There was no patient involvement.